Event description:
It was reported that during the implant, the lead experienced placement difficulty. The helix would not fully extend and did not make a substantial purchase on the rv apical tissue. High thresholds were noted during testing. The lead was removed and a new one was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.